Event description:
On (B)(6) 2012, customer reported the cap piercer, on the dxc 600 pro instrument, leaked approximately 1-2 ml of wash solution. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and found an occluded wash cup that caused the leak. Fse cleared the occlusion and cleaned the wash cup. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Evaluation results: wash cup. (B)(4).